Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 28 mg/dl. The customer's wife called the paramedic and they took the patient to the hospital. The customer was admitted to the hospital. The customer was offered to troubleshoot for the low blood glucose but declined. The customer was kept in the hospital for 7 to 8 hours in the emergency room and let him go. The customer's blood glucose was back to normal level. Customer was advised to monitor pump and blood glucose.